Event description:
It was reported that the patient's lead had moved (noted as "pulled down"). Because of this, only the top electrode could be used for programming purposes. A longevity calculation was performed and was noted as 15 months based on the following settings: 7.0 volts, 60 hz, 450 pw, electrode number 2 (anode) and electrode number 3 (cathode). Therapy impedance measurements were reported as 325 ohms and electrode impedance in the range of 600-1100 ohms with no out of range values seen. Additional information was requested for patient status/outcome.

Manufacturer narrative:
(B)(4).